Event description:
A holmium laser lithotripsy probe was inserted and put in contact with the stone. It did fragment the stone, however the pieces migrated away from the scope. After multiple attempts, at different angles, they could not be reached. Switched over to a flexible scope leaving a second guidewire in place. The stones could then be visualized, although there was a fairly significant difficult angle with the scope. It was then possible to get the lithotripsy probe in contact with the stone and treat the significantly large piece which was left. After multiple attempts with this, the laser probe actually broke and the flexible cystoscope just distal to it. The laser burned the lens, so at this point the cystoscope was no longer useful.the ureter looked normal with no sign of any injury or perforation. The patient will need to return for lithotripsy.